Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderate to severely calcified iliac artery. An opticross 18 imaging catheter was advanced past the lesion over a non-boston scientific (bsc) guidewire. During the procedure, the catheter got entangled with the non-bsc guidewire. A vascular access was added via the superficial femoral artery to snare out the catheter. The device was removed intact. The procedure was completed with an alternative method. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Media provided by the site did not show evidence of the reported issue. Visual inspection revealed a kinked sheath assembly. The sheath was cut and was not returned for analysis. No other issues were identified during the product analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a media was provided by the facility, but it did not show any evidence related to the reported issue. H3 other text : media review.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderate to severely calcified iliac artery. An opticross 18 imaging catheter was advanced past the lesion over a non-boston scientific (bsc) guidewire. During the procedure, the catheter got entangled with the non-bsc guidewire. A vascular access was added via the superficial femoral artery to snare out the catheter. The device was removed intact. The procedure was completed with an alternative method. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderate to severely calcified iliac artery. An opticross 18 imaging catheter was advanced past the lesion over a non-boston scientific (bsc) guidewire. During the procedure, the catheter got entangled with the non-bsc guidewire. A vascular access was added via the superficial femoral artery to snare out the catheter. The device was removed intact. The procedure was completed with an alternative method. No patient complications were reported.